Manufacturer narrative:
The instrument is not available for investigation. The product does not required batch management; a review of the device quality and manufacturing history records is not possible. No product available and therefore it is hardly possible to determine an exact conclusion and root causes. We assume that the causes of the failure is not product related. There is the possibility that the root cause of the problem is most probably usage related. Due to the lack of data and without the product we cannot determine the exact cause. According to the quality standard a material defect and production error can be excluded. There is the possibility for an usage error. The broken off tip could have been caused due to improper handling by a mechanical overload situation. There is also the possibility for an usage error. The broken off tip could have been causes due to an improper handling by a mechanical overload situation. There is also the possibility for pre-damage or similar due to previous surgeries. If further investigations are required, the product should be provided for examination. Furthermore according the instruction for use the following points must be observed: excerpt for the IFU: prior to each use, inspect the product for loose, bent broken, cracked, worn, or fractured components. Do not use the product if it is damaged or detective. Set aside the product if it is damaged. Replace any damaged components immediately with original spare parts. To avoid damage to the working end. Carefully insert the product through the working channel (e.g. Trocar) after each complete cleaning, disinfecting and drying cycle, check that the instrument is dry, clean, operational and free of damage (e.g. Broken insulation or corroded, loose, bent, broken, cracked, worn, or fractured components). Immediately put aside damaged or inoperative products and send them to aesculap technical service. No CAPA is necessary.

Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an intraoperative issue with the ceramic electrode tip. During a laparoscopic procedure, the cautery was being used and suddenly did not work. The tip was noted as not functioning and an x-ray was required to locate and retrieve the tip. There was a surgical delay of 30 minutes. No further patient harm was reported. Additional information has been requested.